Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a downward stick arteriotomy closure of a right common femoral artery was attempted using a starclose se device with a 6f sheath after a peripheral interventional procedure. Reportedly, resistance was felt during thumb advancement but was ultimately able to be fully advanced. The clip was deployed; however, hemostasis was not achieved. 20 minutes of manual arterial compression were applied to achieve hemostasis. It was noted that the clip was not in the patient anatomy as it was found on a gauze, it must have moved its way out of the anatomy. No resistance was noted during device removal. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.